Event description:
It was reported that during preparation for a coronary percutaneous intervention procedure, stent dislodgement occurred. The 3.5x20mm liberte bare metal stent came off of the stent delivery system outside of the patient during preparation to treat the target lesion located in the right coronary artery (rca). The physician used another of the same device to complete the procedure. There were no patient complications and the patient's current condition is listed as "stable".